Event description:
Pt had aicd implanted in 2005. Pt back to cath lab the next day for device check. T-wave shock converted pt to v-fib. Internal device did not shock pt. External shock & CPR required. Pt converted back to normal sinus rhythm after external shock delivered. Battery reported to be depleted.